Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was received with the external barcode reading (B)(4) and the internal serial number reading (B)(4). The cause of the serial number discrepancy is that the processor board was swapped. When the processor board was removed from device with serial number (B)(4) during evaluation it was found to be the processor board belonging to device with serial number (B)(4) (processor board serial number (B)(4)). This was confirmed through the device history record (DHR) review. Additionally, review of both device history records show that the input/output printed circuit board (I/o pcb) found in device with serial number (B)(4) was the I/o pcb belonging to device with serial number (B)(4) (I/o pcb serial number (B)(4)) . Furthermore the mechanism ((B)(4)) and ultrasonic sensor ((B)(4)) removed from device with serial number (B)(4) were found to belong to device with serial number (B)(4). This is an indication that these components are not original to the device and were installed outside the factory, an operation that is not permitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. The serial number on the sticker does not match the serial number shown in the pump. It was also reported there was no patient involvement.